Event description:
It was reported that the cleo set exhibited a leakage. The canula did not adhere to the skin. The set was removed and a bent canula was noted. Another set was used and the patient was able to administer the insulin. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.